Event description:
Report 7 of 7: it was reported that bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positive of c. Tropicalis occurred. Proteus spp + candida tropicalis was seen on gram stain however culture in progress but no yeast seen on gs. The following information was provided by the initial reporter: molecular false positive with c.tropicalis. What result was the customer expecting to obtain (if different from the obtained result) we never report out any organisms detected on biofire that are not on our gram stain as well, so we did not expect to have a positive candida tropicalis result. What organisms were seen on gram stain? 7. Proteus spp + candida tropicalis what organisms grew on culture plate? 7. Culture in progress but no yeast seen on gs.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined by management that this is not a product complaint, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 7 of 7. It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positive of c. Tropicalis occurred. Proteus spp + candida tropicalis was seen on gram stain however culture in progress but no yeast seen on gs. The following information was provided by the initial reporter: molecular false positive with c.tropicalis. What result was the customer expecting to obtain (if different from the obtained result) we never report out any organisms detected on biofire that are not on our gram stain as well, so we did not expect to have a positive candida tropicalis result. What organisms were seen on gram stain? 7. Proteus spp + candida tropicalis. What organisms grew on culture plate? 7. Culture in progress but no yeast seen on gs.